Event description:
An optometrist reported a pt with diffuse lamellar keratitis (dlk) in the left eye one day following lasik treatment. She also reported suction was lost several times due to pterygium interfering with good suction. The procedure was successfully performed. The pt was treated with increased topical steroid drops and is scheduled to return in three weeks, or sooner, if he experienced any discomfort or photosensitivity. Follow-up with the center director indicated the event resolved with treatment. The pt has discontinued steroid drops and is only using artificial tears.

Manufacturer narrative:
Investigation, including a root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).